Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethra procedure. The patient age was reported as (B)(6). According to the complainant, during preparation, the physician attempted to load the carrier onto the delivery system and tore the mesh from the carrier. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number is not known, therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. (B)(4).